Manufacturer narrative:
After the event, an initial test was conducted on-site to confirm that leakage current was not the cause and suggests the cause to be surgical technique. Conmed linvatec (B)(4) conducted an in-service at (B)(6) hospital when this hospital purchased their system 2450. Additional in-service visits have also been conducted in the last 12 months. A follow-up report will be submitted to FDA following evaluation of the returned device and diathermy pencil. The operator's manual for the system 2450 provides a comprehensive series of cautions, including: "1.1 safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment." Cautions are then provided for equipment preparation (operator's manual section 1.1.1), patient preparation (1.1.2), for use (1.1.3), as well as for testing and servicing (1.1.4). Section 1.1.3 (cautions for use) provides warnings, including burns to the patient or operator.

Event description:
The doctor had burnt himself while operating. The doctor reported the he sustained a 2 mm burn through the glove using "debakey" forceps. These forceps do not have a centralised locating pin as gilles forceps. Do.